Manufacturer narrative:
Relate MFR complaints: 3000240707-2025-00587.

Event description:
Devices history records were reviewed, no event linked with the reported issue was found. Devices history logs were reviewed, and data's embedded in history logs are insufficient to confirm the reported event. The reported devices were received in brézins for investigation. The 2 agilia sp are analyzed by this complaint and the 6 agilia vp are dealt with in the complaint. According to our investigation, both devices were not in the last software version. According to the external checks, both products had cracks at the base of the syringe holder and for one of them, the upper case had disassembled from the base and broken. According to the internal checks, for the device, the connector j5 of the power supply board in the assembled bracket was torn off. For the device, the power supply board came out of its slot, causing deformation of the j5 connector of the power supply board in the assembled bracket. Reproducible tests have been carried out including flowrate test and quality control. Except the general appearance check, all the tests were found to be compliant with specifications. For the device, the recommended repair actions are as follows: - replacement of the upper case. - replacement of the power supply board. - replacement of the base kit for agilia sp. For the device, the recommended repair actions are as follows: - replacement of the power supply board. - replacement of the base kit for agilia sp. For this complaint, the reported issue could not be reproduced, and no root cause was identified, the complaint is therefore not valid. The events described in the complaint cannot be the responsibility of fk, this functionality not being included in the device. To our knowledge, this complaint is being related to patient death. This complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported: pump may be involved in a patient incident. The patient was diagnosed with a catastrophic brain injury, likely caused by an air embolism. This may have occurred via the central line. Patient's death was reported. Pumps were all linked together for the single patient. Adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Related cases: 3000240707-2025-00563, 3000240707-2025-00564, 3000240707-2025-00565, 3000240707-2025-00566, 3000240707-2025-00567, 3000240707-2025-00568, 3000240707-2025-00587.